Manufacturer narrative:
Based on the medical record review, the patient underwent repair of a ventral incisional hernia with ventralex mesh on (B)(6) 2008. One week post implant, the patient underwent repair of a recurrent incarcerated ventral hernia. The medical records note a mass was felt and the ventralex mesh had given way underneath it. The ventralex mesh was removed, irrigated and placed back into the abdomen. On (B)(6) 2009, the patient underwent repair of a recurrent incisional hernia with no mesh noted. A purulent drainage was noted and the ventralex mesh was removed in its entirety. The medical records note the mesh appeared infected and a culture of the abdominal wound was taken; however, the results were not provided. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the ventralex mesh was removed 7 days post implant, irrigated and placed into the abdomen. Whether this may have been a factor in introducing bacteria to the abdominal area is unknown. Although there is no confirmation a infection was present, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation and no culture reports were provided to confirm the presence of an infection. With the currently available information, no conclusion can be drawn at this time.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2008 - patient underwent repair of ventral incisional hernia with ventralex mesh. On (B)(6) 2008 - patient underwent repair of recurrent ventral hernia. The ventralex mesh was removed, irrigated and replaced back into abdomen to repair defect. On (B)(6) 2009 - patient underwent repair of recurrent incisional hernia. The ventralex mesh was excised in its entirety. On (B)(6) 2009 - patient underwent repair of recurrent incarcerated incisional hernia with non-bard mesh.